Event description:
It was reported that a pt with five broken vertebrae was treated with both kyphoplasty and vertebroplasty. Kyphoplasty was performed on the two new fractures while vertebroplasty was performed on the three older fractures. Reportedly, the physician used one package of hv-r cement for level l3. Another package of hv-r cement was opened to treat level th6. The cement hardened in 4 minutes and level th6 was filled with this cement. For the other vertebra, a newly opened hv-r cement was used. The "patient is fine and happy." No additional information was reported.

Manufacturer narrative:
Method: device not returned, follow up with company rep.